Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during an examination on (B)(6) 2017, the parkinson¿s disease ¿patient complained of being heavy-footed for the last few days¿ prior to the examination. During the examination it was found that the patient¿s implantable neurostimulator (ins) had been powered off. The patient had reportedly ¿never turned off the device by himself.¿ an early device check that was performed on (B)(6) 2017 in order for the patient to undergo a device replacement procedure had found ¿no issues¿ with the device. Though the patient was not sure why the ins was powered off, it was noted that ¿it was considered that strong electromagnetic interference may have occurred to the patient.¿ a ¿no data¿ message was displayed on a physician programmer during an attempt to check the device history log and determine when the device was powered off. As a result, it remained unknown when the ins was powered off. It was noted that no ¿no data¿ message was observed on the programmer when tested with an available demo ins. The issue with the ins remained unresolved; the ins was replaced on (B)(6) 2017. There were no further complications reported or anticipated.

Event description:
Additional information received reported no further issues had been reported so the issue was considered resolved. No complications were reported/anticipated.